Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had error code and ha locked up, became unresponsive. Customer stated insulin pump had diminished battery life, batteries lasting less than a week. Crack at the bottom, back light was dim, no delivery alarm, lost setting, battery out less than five min. Time and date did reset. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.